Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.1 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 55/60 mg/dl, for level high were 237/246 mg/dl. The request control solution ranges are: level low30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. 4.because patient did not return his strips, so we tested the retain strips from our warehouse (same as patient's strip lot number:d160824-1). The control solution tests for level low were 61/65 mg/dl; for level high were 263/272 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00134 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on dec. 20, 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 07/15/2013. The strip lot # d160824-1 was manufactured on 08/24/2016 and expired in 08/2018. Ok biotech received no complaints from same manufacturing batch of strips . Okb tested the retain strips of same batch#d160824-1 from our warehouse with our standard meter and control solution. The control solution tests for level low were 62/58 mg/dl; for level high were 257/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 am after the end user became incoherent and fell out of the bed. A blood glucose test was performed on his prodigy diabetes meter with a result of 67 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 30 mg/dl. The end user was given orange juice and glucose tablets to assist with increasing his blood glucose level and there was no additional reason to transport him to the ER. No additional details were provided in regards to this medical event.